Event description:
While using a byte night aligners, patient experienced jaw pain, tightness that is causing ear ache. They have had these symptoms for the past 5 months; they have been in their aligners for about 6 months.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.